Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Aseptic loosening of tibial implant. Surgeon noted that this was due to patient obesity and should have selected to use stemmed tibia in initial operation. The femoral component was revised due to the need to create access for tibial component removal.